Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, an increase in the capture threshold of the right atrial (ra) lead was observed. Diagnostic imaging confirmed that the ra lead was dislodged. The lead was repositioned to resolve the event. The patient was stable with no adverse consequences.